Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked case at the display window corner and a cracked reservoir tube.

Event description:
It was reported that the customer had motor error alarms on the insulin pump. Customer woke up this morning with high blood glucose levels. Customer has gotten motor error alarms before. Customer stated that the screen was going black and white. Customer was going to do a correctional bolus for the high blood glucose level and delivered about 5 units before receiving the motor error alarm. Customer tried pressing on the drive support cap like she was told to do after a motor error, but that did not work. Customer stated that the drive support cap is fine and firm, not loose or protruding. Customer was told not to press on the drive support cap while connected due to the risk of possible insulin delivery. Customer is missing the dome label sticker from the end of the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan. No further assistance needed.